Event description:
The caller stated that the 6fen tracheostomy tube came with the wrong obturator in box. The obturator was the incorrect size for the tracheostomy. The caller stated she wasn't sure if it was too large or too small, but she assumed it was too large. The tracheostomy tube was returned to her in a biohazard bag, so she assumed it had been briefly in contact with the patient. The caller did not have any information about the patient.

Manufacturer narrative:
No analysis or conclusions can be drawn without the device. Return of the tracheostomy tube for failure investigation has been requested. The lot number was provided and the manufacturer will review the lot history records. If the tube is returned and failure investigation results provide new or significant information, a follow-up report will be submitted.